Manufacturer narrative:
A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of leakage with lot # 3335366 and material # 385100. Lot 3335366 is a final product lot. The q-syte subassemblies used in that final lot was built under part number 8001498, lot numbers 3296391 and 3296396. DHR for lot 3296391 was reviewed. No related quality issues or deviations were found during the manufacture of the subassembly batch. DHR for lot 3296396 was reviewed. No related quality issues or deviations were found during the manufacture of the subassembly batch. Root cause couldn't be determined due to no photos or physical samples that display the reported condition available for investigation. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd q-syte closed luer access device leaked at t he connection. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6)2024 at 08:10 an infusion was given to a patient, the infusion was clear, at 08:30 the patient rang the bell and informed the nurse that the collar was wet, the nurse checked and found that there was a leak at the diaphragm connector, the diaphragm connector was re-replaced for the patient